Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissored. Another device was pulled to complete the case with no patient consequence. The device was discarded. No further information available.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was received with a picture that shows what appears to be three conforming and one scissored clips. In addition, a fifth clip can be seen but clip formation can not be determined. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed the remaining clips as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". No incident related to the reported event was observed during the batch record review.